Manufacturer narrative:
A medtronic representative went to the site to test the system. The representative found generator errors (41) imbalanced ma. There was not the same current in anode and cathode branches. Checked tank wells for oil, system had extremely little oil in the tank candlestick wells. Added oil, checked the tube candlestick wells, found almost no oil in the wells. Cathode cable in the tube had arced. There was 3 holes and a groove in the candlestick. The representative cleaned the candlesticks and tried to use them again. The system would then produce error (40) imbalanced kvp. There was not the same voltage in anode and cathode branches. The representative replaced the gantry cable chain. With the new cable in place the system would operate correctly without errors 40 and 41. Calibrated the generator, verified system operation and image quality. The system then performed as intended. Concomitant medical products: other relevant device(s) are: product ID: b i71000416 (cblasy gantry cbl chn), serial/lot #: (B)(4), UDI#: unknown; and product ID: bi71000542( oil and washer) serial/lot #: -, UDI#: unknown the following codes apply to product ID: bi71000416 (cblasy gantry cbl chn), serial/lot #: (B)(4), UDI#: unknown fdm b01 fdr c07 fdc d02 the following codes apply to product ID: bi71000542( oil and washer) serial/lot #: -, ubd: , UDI# fdm b17 fdr c20 fdc d15 a hardware analysis was initiated to determine the probable cause of the issue. Analysis findings and conclusions: confirmed reported complaint, "tube arcing." Visual inspection showed two of the candlesticks were cracked and showing signs of arching and shorting. Damaged cable chain assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was still experiencing a tube arcing.  The representative stated that it was due to the candle stick and the cable chain that needed to be replaced and it was due to a manufacture defect (the tube was empty). There was no patient present. Additional information received, it was reported that the representative found generator errors (41) imbalanced ma. There was not the same current in anode and cathode branches. Checked tank wells for oil, system had extremely little oil in the tank candlestick wells. Added oil, checked the tube candlestick wells, found almost no oil in the wells. Cathode cable in the tube had arced. There was 3 holes and a groove in the candlestick. The representative cleaned the candlesticks and tried to use them again. The system would then produce error (40) imbalanced kvp. There was not the same voltage in anode and cathode branches. Replaced the gantry cable chain. With the new cable in place the system would operate correctly without errors 40 and 41. Calibrated the generator, verified system operation and image quality."